Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Based on the information available, it's reasonable to conclude that the likely cause of the reported issue was that the shock switch on the main keypad assembly was out of tolerance due to excessive resistance.

Event description:
The customer had contacted physio-control to report a non-critical issue with their device (spo2). There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it had logged an event code in its memory which is related to a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
Section e4 of the initial medwatch report indicates: initial report sent to FDA ¿ blank. Section e4 of the initial medwatch report should indicate: initial report sent to FDA ¿ no.

Event description:
The customer had contacted physio-control to report a non-critical issue with their device (spo2). There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it had logged an event code in its memory which is related to a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611/18/2019-001c is relevant to the reported issue.

Event description:
The customer had contacted physio-control to report a non-critical issue with their device (spo2). There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it had logged an event code in its memory which is related to a potential failure of the device to deliver defibrillation energy.